Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when loading the stapler prior to removing the tissue during an open video assisted thoracoscopic surgery, they loaded the stapler but reload would not fire properly. Another reload was attached and it fired. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.